Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that right ventricular (rv) lead exhibited high, within the acceptable range impedance and high capture threshold. Capture loss was also noted. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and unacceptable threshold were not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Final analysis didn¿t find any anomalies.